Event description:
The caller alleged discrepant results when compared with lab results reported as follows: date: 2008; inrato: 1.6; lab: 2.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 1.6; lab: 2.3; mean: 1.95; confident limits: 1.3-2.7. The inratio valve and lab value are within the confident limit, as per the internal procedure, tr#0150 rev.2. Product will not be investigated. Also as per the internal procedure, tr#0150 rev.2 section 8.3.3, if the time elapsed exceeds three hours, there is high possibility that the discrepancies are due to changes in the status of the patient. The lab test was done 3 hours later. Also the retest was performed next day. The inratio test results was the same, which is 1.6.